Manufacturer narrative:
After further investigation, development personnel determined this was a defect in the code that skips corrupted images. The code was changed in merge pacs version 7.1.2.1. The condition of skipping corrupted images was removed and a load error is displayed to a user while scrolling through a study with corrupted images. The user may be able to re-send the study images from the modality without any corruption.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On 07/10/2017, merge healthcare support identified an issue during troubleshooting activities where corrupt images are skipped during manual scrolling. There is no warning or error that indicates images have been skipped. There is a potential that a skipped image may contain data that is required to determine diagnosis and/or treatment decisions. Without necessary information, there is a potential for a delay in diagnosis &/or treatment or an inaccurate diagnosis &/or treatment of a patient. At this time, there is no evidence of patient harm or delay due to this issue. Reference complaint number (B)(4).